Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for history review. The occurrence of incontinence and pain are included in the potential adverse event section of the device labeling. The frequency of this event is not greater than is usual.

Event description:
Patient was implanted with monarc sling on (B)(6)2005. On (B)(6)2010, patient reported that surgery took two hours and she was admitted overnight. She was hemorrhaging and had damage to her obturator nerve. She stated that the trocar went through the obturator nerve and then the physician took the trocar out and re-inserted to complete the procedure. She claims since the surgery, her thigh is swollen and she is in pain, she is leaking worse than before she had the procedure. She requested to speak with someone from legal department.